Event description:
Information was received from a manufacturer via patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient's pocket opened and they were to have a pocket revision done but milky fluid was noted and an infection was suspected. The entire system was removed. Issue is reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.